Event description:
It was reported to baxter that a flogard pump displayed failure code f94. Process step is unknown. No patient involvement, injury or medical intervention was reported when this event was received. Additional information is unavailable.

Manufacturer narrative:
(B)(4). The reported problem of failure code f94 was confirmed by the sample evaluation and event history log review. The cause of the reported problem was identified to be an inoperative battery. To resolve the reported problem, the main battery was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow-up report will be submitted.